Event description:
It was reported that from the or supply tech in 2009, that during the surgery, the surgeon had decided to explant the device due to infection (felt to be due to anatomy rather than device). Consultation with the surgeon's office indicated that the pt had been experiencing drainage from the implanted ear, and today's scheduled surgery had been intended to be exploratory.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.